Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that hemopro2 adaptor prong at the end of the cable was bent when received. Two cables were received from fedex. 1 cable was damaged, fedex box was not damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that hemopro2 adaptor prong at the end of the cable was bent when received. Two cables were received from (B)(6). One cable was damaged, (B)(6) box was not damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device showed signs of clinical usage and no evidence of blood. A visual inspection was conducted. There was a dent observed at the metal connector collar. The prongs were intact. Based on the condition of the condition of the device as returned, the reported complaint was confirmed. No other visual defects were observed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that hemopro2 adaptor prong at the end of the cable was bent when received. Two cables were received from fedex. One cable was damaged, fedex box was not damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that hemopro2 adaptor prong at the end of the cable was bent when received. Two cables were received from (B)(6). One cable was damaged, (B)(6) box was not damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.